Event description:
Boston scientific received information that five months ago, this device displayed a longevity remaining of greater than five years. However, today it shows 3.5 years longevity remaining. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed tests such as commanded auto threshold and impedance tests and that the programmer will take the new measurement and recalculate the longevity remaining. As a commanded auto threshold test was done that new threshold plus 0.5 v will become the new output. It is also possible that the device was retry due to fusion since the patient has intact conduction. The consultant performed an estimated longevity calculation which was about 7.5 years and seems to normal device operation per when the device was implanted. No other adverse events have been reported. This product issue will be updated if additional information is received.